Event description:
It was reported that the pacemaker was found to be in backup vvi mode during device interrogation at the time of configuration. The pacemaker was not used and was replaced, and there was no patient involvement.